Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise resulting in oversensing and an inappropriate shock. Reprogramming did not resolve the issues and an x-ray identified the electrode position may be contributing to the clinical observations. A revision procedure was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.